Event description:
Info received indicates the bed has no nurse call due to three broken wires on the communication cable.

Manufacturer narrative:
The technician replaced the communication cable to repair the bed.